Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The customer stated that they were finally able to resolve the issue but were nervous because for three days after the issue they had been having unusual low blood glucose readings. And, the day prior to the phone call, they fell down from the low blood glucose level. Also, the customer stated that the daily totals were inaccurate; they did not match with what the customer had given themselves. The customer's blood glucose was 2.3 mmol/l, which was treated with juice and sweets. The customer stated that the motor error had happened six or seven times. The customer does use the sensor feature. They were able to complete the rewind sequence. The customer declined troubleshooting for the low blood glucose since the device was being replaced. The discontinuation of the device was advised. Nothing further was reported.